Event description:
It was reported that during routine f/u, a ventricular fibrillation episode had been stored due to noise on the ventricular channel. The pacing lead impedance measurements were out of range. The lead was capped and replaced by a biotronik lead.

Manufacturer narrative:
All info provided by MFR, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.